Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Delivery.

Event description:
It was reported that intermittently the pump was changing the time and date. Tandem technical support reviewed the pump data and confirmed that the user had manually changed the time/date. Data was reviewed with customer. Customer acknowledged the information and was satisfied.